Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision of broken resmod stem. Update per sales rep: "the distal stem was broken approximately 1/3 from the end, the body and junction were not involved." Right side.